Manufacturer narrative:
Internal complaint reference: case (B)(4). The reported device, used in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed. The enclosure screw mounts were damaged. A battery was included. A functional evaluation was performed. The device was delayed in it's pressurization due to low oil levels. The piston migration was at 2.3 inches. The spider 2 arm was stiff. The reported complaint of "motor failure" was confirmed and is associated with a mechanical problem. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported event of a "motor failure" include a seal failure or depletion of hydraulic fluid over time. Factors, unrelated to the manufacturing and design of the device which could have contributed to the reported failure of "stiff operation", include contamination and debris entering the mechanical joints of the device damaging the pressure rings or pressure cups. A review of the device history record shows there are no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review concluded this was a repeat issue.

Event description:
It was reported that during surgery, the spider motor was not working. A backup device was available to complete the procedure with no delay or patient injuries. Results of investigation have concluded that the arm of the device was stiff and this is a reportable event. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.